Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received several inappropriate shocks for supra ventricular tachycardia (svt). At this time, no further information is available. It was noted the patient is not compliant with medications and follow-up appointments. No further patient complications have been reported as a result of this event.